Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that during patient use, a ventilator was showing incorrect oxygen readings. The patient was transferred to another ventilator. There was no harm to the patient as a result of this event.